Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found wear marks and dents, especially along the inferior side. There is a scratch on the inferior edge running from the medial face going into the metal base edge. It is unknown if this was done upon removal. The base has scuff marks around the taper location that is consistent with post-fracture damage from the taper impacting upon the base surface. Post-fracture contact with the base has damaged the fracture surfaces, and as a result, the fracture mode cannot be conclusively determined.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B) (6) 2009. Subsequently, the patient was revised on (B) (6) 2010, due to the taper fracturing from the base of the humeral tray. The humeral tray was removed and replaced.